Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a non bsc left ventricular (lv) lead was showing what appeared to be intermittent loss of capture (loc) as there was some variance in the lv electrogram. Possible loc and rv conducting was suggested. The last measured thresholds, several months ago, were within expected values and there were no pauses as right ventricular pacing was consistent. The crt-p and the non bsc lv lead remain in service. No adverse patient effects were reported.